Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00069396. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware of the surgery date as (B)(6) 2019. On 5/22/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation was completed. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00069396. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and was presented with breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2019.